Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no fault found on customer stated problem won't turn on/ off. Replaced 3rd party door assembly and 3rd party door latch. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/28/2014 to present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. No fault found for won't turn on/ off. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2017-0187 lvp 3rd party latch/ sear.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device will not turn on / off. There was no patient involvement.